Manufacturer narrative:
This report is for inform ii system, inform ii system 2 will be reported on (B)(4). It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received result of 439 mg/dl on inform ii system 1 and 99 mg/dl on inform ii system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.